Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using the system, the unit energized and cauterized, and all ports recognized instruments. There were no issues upon multiple activations. Upon visual inspection there were no issues found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the vio dv integrated electrosurgical unit (iesu) failed to recognize grounding pad. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). Before the phone call, the site had replaced the grounding pad four times, but the issue was not resolved. Tse had site reposition the grounding pad, but the issue persisted. Tse advised site to clean the pad location and to replace another grounding pad. However, site opted to use a third-party esu (force triad) and did not troubleshoot further. The procedure was completed as planned with no reported injury.